Event description:
A nurse reported that there were bubbles in the line during a procedure. The system was exchanged and the procedure was completed with more than 15 minute delay. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).